Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. After the alarm, the customer delivered the entire bolus again as it was thought that the initial bolus was interrupted by the occlusion alarm. The customer's blood glucose level was 58 mg/dl and juice was consumed to address the low bg level. Due to the occlusions, the customer's bg level then increased to 225mg/dl and was addressed with the remainder of a bolus. The customer changed the infusion site prior to contacting tandem customer technical support (cts). The bg level was "good" when cts was contacted.